Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system failed conversion testing prior to the wound closure. After the shock, oversensing was noted on the right ventricular (rv) lead. The rv lead was repositioned, however, the cardioversion test failed again and the oversensing signals were still presented. The physician opted to remove and place a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system failed conversion testing prior to the wound closure. After the shock, oversensing was noted on the right ventricular (rv) lead. The rv lead was repositioned, however, the cardioversion test failed again and the oversensing signals were still presented. The physician opted to remove and place a new system. No additional adverse patient effects were reported.